Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the impedance was gradually increasing since the device system's implant. The original implantable cardioverter defibrillator (ICD) was replaced due to normal battery depletion. After the replacement device was implanted, the impedance decreased within range. The physician opted to not replace the lead. The lead remains in use. No adverse patient effects were reported.